Event description:
The lay user/patient called lifescan (lfs) in 2007, alleging the one touch ultra meter was powering off during use. The medical affairs specialist mailed a letter on november 14, 2007, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began one day prior, at 12:40 pm. The patient took 20 units of insulin before dinner, her usual dosage and sometime later, she became shaky. She denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know the time the insulin was taken, the time the symptoms began, and her diabetes treatment regimen. The complaint is reported, as the issue was not resolved and the patient was found to be hypoglycemic after the issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.